Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  A correction to b5 was made and should be:  the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a ventilator's sound abatement foam. It was observed that, unit getting black flecks in filter edge is black, patient had increased secretions, x-ray shows lungs are looking cloudier, more irritation and this has been happening for about two months. There was no report of patient harm or injury. Pil observed an external filter that was contaminated with black particulates, however the inside of the device showed no signs of foam degradation. Pil visually inspected the triology ventillator and did detect that a contaminated external filter. Pil could not duplicate or confirm any foam degradation from inside of the triology device. The device was returned with a bacterial filter that was filled with black foam specks. Upon opening the device, the foam was in good working order and not falling apart. Pil was unable to detect any foam inside the blower motor impeller or any foam inside the air path of the device. Section h7 & h9 were missed to capture in initial report and were captured in this report. Section h6 was updated in this report.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.